Manufacturer narrative:
Concomitant products: vedr01 ipg, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead warning triggered due to low impedance. Per the physician, the impedance problem originally occurred in 2015 and the lead was reprogrammed. The lead was inactivated when the recent warning triggered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.